Event description:
It was reported that the handpiece was emitting noises and had no function from beginning of the laparoscopic nissen fundoplication procedure. Another device was used to complete the case. There was no consequence to patient.